Event description:
It was reported that the asymptomatic patient's pulse generator exhibited myopotential inhibition. Upon review of electrograms, low level, high frequency noise causing pacing inhibition was noted. On (B)(6) 2017, the patient was brought into the clinic, and programming changes were made. The patient left in stable condition, and would be monitored with routine follow-up.